Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Keel punches are broken.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported fracture. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.